Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implantation procedure while loading, lens was found to be scratched from the manufacturing company. The lens was not implanted and there was no patient contact. The procedure was completed on the same day. Additional information was requested, but no further information was available